Event description:
It was reported that the patient was unable to put the device into MRI mode due to high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2024 wherein the lead and ipg were explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.